Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:110010265, lot number:6616937, brand name: g7 osseoti multihole. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00331. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during an initial hip arthroplasty, the g7 cup introducer was damaged and the g7 cup was stuck on the introducer and unable to get it off at the time of surgery. The g7 introducer and g7 cup discarded and alternative introducer and new g7 cup was used. Attempts have been made and additional information on the reported event is unavailable.